Manufacturer narrative:
Product ID 8711, lot# j10941r51, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8711, lot# j10941r51, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body deep hole caused by abrasion.

Event description:
Returned product received with no information.